Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) secondary surgical intervention, lens was exchanged for shorter lens. (B)(4) significant reduction of irido-corneal angles. Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting with significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a lens container. Visual inspection found small scratch on haptic. Claim# (B)(4).